Event description:
It was reported that disposable caused pump to over deliver medication. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H10: device evaluation: two (2) photos were attached to the complaint created; the photos were provided by the customer. The photos were used to conduct the device analysis since the physical unit, by the time this investigation had not been received. Photo one showed the bottom part of a pump; the pump was observed to have physical damage near the bottom of the pump where the cassette attaches. Photo two showed the bottom side of the pump where the cassette attaches; the pump presented scratches along the base of the length. The reported failure mode, delivery accuracy, cannot be confirmed from the photos provided. No product was returned to conduct a functional test. No root cause could be determined since the complaint was not confirmed by the photos reviewed. No action was taken since the complaint was not confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).